Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: are you able to provide details on how the device was removed from the patient? The device was only insert into the trocar, was not fired on the tissue as could not open the jaw. Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? If yes, did the jaws eventually open? No.

Event description:
It was reported that the jaw could not close & jaw could not open. During the thoracoscopic right upper lobe resection, after installed the reload, could not close the jaw. Changed another ec45a with previous ecr45d, after closed the jaw, insert into the trocar, found could not open the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p57x0z. Device evaluation: the ec45a device was received for analysis with no visual non-conformances and with an ecr45d cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.